Manufacturer narrative:
Multiple attempts were made to obtain event details, and it was not confirmed if the alaris system was used for administration of the medication or if it was given via an IV push. The modern healthcare article referencing the event is attached to this report. This is the only information received for this event. Although requested, the device has not been received and no patient information was provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation. (B)(4). (B)(6).

Event description:
A modern healthcare magazine article stated that "a now-deceased patient was admitted to the hospital in (B)(6) suffering from hematoma of the brain and related ailments. When taken to radiology, the patient asked for a drug to help with anxiety before receiving a scan. The patient's doctor ordered 2 milligrams of the sedative versed, but a nurse accidentally delivered vecuronium, an anesthetic. She administered 10 milligrams of the drug to the patient, who subsequently went into cardiac arrest and later died." Although requested, no additional information was provided, and no details have been received to indicate if the drug was administered via an IV push or an infusion pump.